Event description:
A premature baby with a brain injury at birth passed away after attempts at CPR by parent and ems were unsucessful. Monitor was not operating at the time and was not implicated in the babie's death. Recorded information from the monitor clearly shows correct operation once the monitor was restarted.